Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0pswz , implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device was explanted due to a product problem; a device failure or malfunction was suspected. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0pswz serial# implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead (B)(4) applies to lead (lot# va0pswz) only. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Healthcare professional (hcp) responded to a letter. The device failure or malfunction was further clarified as low impedances with ineffective results. The cause of the suspected device failure or malfunction was most likely a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported the device had been explanted due to malfunction/device failure.

Manufacturer narrative:
3058 (B)(4) the implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. A short was identified between circuits. 3889-28 (lot va0pswz) analysis identified that the connector(s) was/were crushed at the proximal end of the lead. Analysis determined that there was a conductor short between circuits [x] and [x] at the proximal end of the lead; consistent with overstress damage. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the #0 connector is crushed connector(s) of the lead was//were crushed. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Other applicable components are: product ID :3889-28, lot# va0pswz , implanted: (B)(6)2015, explanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.